Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted. Phone number: (B)(6). To date the lens remains implanted and it is returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following the implantation of the tecnis symfony intraocular lens (iol) into the patient's left eye, the patient was -1.75 one-day post op, instead of achieving the desired emmetropia. Additional information was received and it was learnt that the surgeon noticed that one haptic was not in the capsular bag. The haptic was repositioned in the capsular bag and the lens did not have to be explanted. No further information was provided.

Manufacturer narrative:
Corrected data: in the initial MDR 9614546-2018-00681 in date of report the date was incorrectly entered as 07/06/2018 instead of 07/16/2018. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.